Event description:
While transferring specimen from a urine transfer tube equipped with a needle to a urine vacutainer collection tube with rubber stopper; tech claims she accidentally slipped and stuck her finger. Tech stated "I have done this many times and never realized it was an actual needle underneath. Unfortunately, the needle was contaminated with an infectious disease and I must endure follow up testing for months to come." Review of label and packaging states "treat transfer device as a contaminated sharp and discard in a biohazard container approved for disposal."